Event description:
Patient stated that they received the implant about 1 year ago and did not feel a benefit. Patient claims some discomfort, as it prevent them from clearing their throat. The patient would like the device removed.